Manufacturer narrative:
(B)(4). An asp fse assessed the unit onsite. He found the unit functioning properly. However, the unit had a hot compressor which he replaced. The fse tested the unit and ran an empty cycle test. The unit meets specifications.

Manufacturer narrative:
An additional code was added to the complaint and the complaint was reassessed. In addition to being a malfunction report, it is also a serious injury. The user alleges a respiratory reaction while working with the cidex product. The user was diagnosed with "bronchospasm" and was prescribed an inhaler. Adverse event. Type of reportable event: serious injury.

Event description:
The customer reported their asp automatic endoscopic reprocessor (aer) was emitting a smell. The customer mentioned that two healthcare workers (hcws) had human reactions (unspecified) due to the smell. The information provided on the two hcws is anecdotal; therefore, one medwatch report will be submitted. If additional information becomes available, a second medwatch report will be submitted. An asp field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
Correction: device manufacture date: 08/1999. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, and the failure mode effects analysis. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer was reviewed for six months, from (B)(4)h 2010 to (B)(4) 2010, and shows no similar issues with the unit. Additionally, no trends with the same part being replaced can be seen. Trending analysis for "hru-respiratory reaction" was completed for (B)(4) 2010 through (B)(4) 2011. The trend is not significant. Trending analysis for "odor/smells" was completed for (B)(4) 2010 through (B)(4) 2011. The trend is not significant. The fmea (failure mode effects analysis) was reviewed and showed that all related failure modes have overall risk numbers (rpn) below the threshold of 100. The issue was resolved at the customer facility. It was discovered that the customer was using a non-asp disinfectant with the aer. No parts were returned to asp for testing. The hot air compressor issue was resolved by replacing the air compressor. The hot air compressor issue is not related to the reported human reaction, but was something discovered during the field service engineer's visit to the customer site. The trending shows that the failure is not significant and the risk associated with the failure of the air compressor is low. This is report 1 of 2 submitted to FDA 2150060-2010-00079 and 215-2010-00082.

Manufacturer narrative:
Additional information: the healthcare worker was prescribed an inhaler known as advair.

Manufacturer narrative:
(B)(4); unspecified human reaction corrected to shortness of breath; wheezing and chest tightness. Additional manufacturer narrative: received new information from facility regarding the healthcare worker (hcw). For several weeks she had wheezing, chest tightness and s.o.b. The hcw did seek medical treatment. The diagnosis was acute bronchospasm. The hcw was prescribed an inhaler and advised to avoid the chemicals. It is unknown if the hcw has a history of allergies. No allergy testing has been performed. Other relevant medical history is unknown. There are no previous respiratory problems relating to this hcw. The md did recommend that she not work in this environment. She has switched job positions. The hcw exposure to cidex plus is all day (or 6 hours). The hcw worked around cidex product for approximately 4 months. The hcw does wear ppe. The cidex is used in an aer. The facility has 3 aer's. The ventilation has been checked and found adequate. When not in use the tray/ basin containing cidex solution is covered. Other chemicals used in the room include enzol, 1st step and alcohol. An asp field service engineer was dispatched to the facility and replaced the compressor that was found to be hot. The unit was tested, an empty cycle was run. The unit meets specifications.